Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) delivery system bent and kinked when passing into the right ventricle. On attempting to fixate the ipg, it was not possible to get good contact and when the ipg was pulled back, it did not go all the way back into the device cup. The ipg and delivery system were removed and replaced. The replacement ipg delivery system could not be advanced into the right ventricle. The second ipg and delivery system was removed and replaced. The physician commented that the patient's anatomy was challenging. No patient complications have been reported as a result of this event.